Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy connector assembly and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the therapy signal (paddles lead ECG) produced by their device was intermittent. As a result, defibrillation may be delayed, or prevented, if it were necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further examined the removed therapy connector assembly and determined that the cause of the reported issue was that socket 1 had spread apart.